Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a pericardial effusion. The effusion was drained, and the patient was discharged. The case was completed with cryo. No further patient complications have been reported as a result of this event.